Manufacturer narrative:
A ge service representative performed an on site investigation. The cross-arm brake was replaced during the service call. The system was found to be working as intended and put back into service.

Event description:
It was reported that the crossarm brake on the 9900 system would not hold. No patient injury was reported.